Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery and of life as a likely cause of the high lead impedance test result. The patient indicates that over the past four months, she no longer feels device stimulation and no longer experiences voice change during stimulation cycles. Treating physician increased normal mode output current setting of 3.5ma to assess whether the patient could feel stimulation at a higher setting. The patient did not feel device stimulation at the higher output current setting. The patient has not experienced any recent injury or trauma that may have damage the vns therapy system.review of x-rays by manufacturer was inconclusive in determing whether there were any discontinuties in the vns therapy system. It could not be determine wheather the lead connector pins were fully inserted past the generator connector block. Both the feed-throughs and the lead wire were intact at the lead connector pin. Lead electrodes were implanted with strain relief and 3 tie downs noted. No visible gross lead discontinuties or acute angles were noted on the portion of the lead that could be seen. A portion of the lead was not visible as it was behind the generator, so a lead discontinuity in that area could not be ruled out. Lead break is suspected. Revision surgery planned. No adverse event was reported in conjunction with the high lead impedance condition.